Event description:
While lifting the resident out of bed, the carer pulled the lift away from the bed, turned the four-point hanger bar around, and pressed down on the tilting mechanism to get the resident into the upright position. In the process of getting the resident positioned, the joint of the tilting arm broke. The resident was hanging sidways, held by the opposite joint. The carer lifted them and pulled them back onto the bed. Resident was jarred, flipped sideways, and hurt their neck.